Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified the device was returned without the blue plastic sleeve present on the tip slider assembly component. There are no pieces of the blue plastic sleeve returned. There is visible epoxy like residue retained on the tip where the plastic sleeve is assembled. The tapered tip of the driver shaft has wear and scratches. The driver shaft body has scratches and indentation marks, the strike plate end has indentation marks as well. No other damage was noted during visual evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the blue cover at the front of the stem inserter is broken. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.